Manufacturer narrative:
Article citation: 'subcutaneous expanders and synthetic mesh for breast reconstruction: long-term and patient-reported breast-q outcomes of a single-center prospective study' by casella d; barellini l; di taranto g; marcasciano m; lo torto f; sordi s; gaggelli I; calabrese c; roncella m; ribuffo d (italy), journal of plastic, reconstructive & aesthetic surgery, https://doi.org/10.1016/j.bjps.2018.12.018. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(4).

Event description:
Journal article 'subcutaneous expanders and synthetic mesh for breast reconstruction: long-term and patient-reported breast-q outcomes of a single-center prospective study' reports: "in 9 cases, as the prosthesis resulted exposed, the expanders were removed and a savage breast reconstruction was performed with submuscular expanders. 10 patients reported breast seroma which healed uneventfully." The devices were implanted as part of a reconstruction. This record represents an unspecified quantity of devices. The affected side is unknown. Devices were explanted.